Event description:
During a coronary drug eluting stenting treatment procedure a dissection occurred. The lesion being treated was not predilated. The taxus express2 8.8% 3.5 mm x 20 mm stent was deployed. It was then noted that a dissection had occurred at the target lesion. A jostent graftmaster stent was implanted within the distal third of the taxus stent to repair the dissection. There were no pt complications. The pt was discharged to home on anit-platelet therapy 2 days later. The pt is reported to be doing well.